Event description:
A customer sent in their device for service. Upon inspection, physio-control observed that the device had powered off unexpectedly. There was no patient use associated with the reported event.

Manufacturer narrative:
H6: physio-control failure analysis center further evaluated the replaced power pcb assembly and was unable to duplicate the reported issue. A root cause of the reported issue could not be determined.

Manufacturer narrative:
Results code of the supplemental medwatch report indicates operation problem identified. Conclusion code grid of the supplemental medwatch report indicates cause not established. Additional mfg narrative of the supplemental medwatch report indicates physio-control failure analysis center further evaluated the replaced power pcb assembly and was unable to duplicate the reported issue . A root cause of the reported issue could not be determined. The supplemental medwatch report should indicate physio-control failure analysis center further evaluated the replaced power pcb assembly and was unable to duplicate the reported issue . Further root cause could not be determined. The cause of the reported issue was determined to a failure of the power pcb assembly.

Event description:
A customer sent in their device for service. Upon inspection, physio-control observed that the device had powered off unexpectedly. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly and other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer sent in their device for service. Upon inspection, physio-control observed that the device had powered off unexpectedly. There was no patient use associated with the reported event.